Event description:
Patient underwent generator replacement surgery and the explanted generator was discarded.

Event description:
Patient presented with chest pain around the generator site and had their device checked. All values were within normal limits and the physician attributed the pain to be associated with the way the patient's sleeps as the pain occurs when the patient wakes up. The patient was referred for a battery replacement to get a smaller generator model. No known surgical intervention has occurred to date. No other relevant information has been received to date.